Manufacturer narrative:
(B)(4). Approximate age of device: 78 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The event date is approximate because the exact date was not provided. The date of death is not known as it was not provided. No further information was provided.

Manufacturer narrative:
A correlation between the returned pump, and the patient¿s death could not be conclusively determined. Evaluation of the returned pump identified soft depositions throughout the pump. The depositions in the inlet tube, outflow graft, inlet stator, rotor, and outlet stator were consistent with blood and a collapsed biological lining. Furthermore, the depositions found in the inlet stator and outlet stator were denatured, which suggests that these depositions were present during pump operation. All of these depositions may have developed due to poor surface washing as a result of a low flow condition; however, a specific cause for a low flow event and a specific time period in which the depositions developed could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.